Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna23, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release.

Event description:
A crown valve cna23 was implanted in 2018, became calcified, then explanted on (B)(6) 2020 and replaced with a mechanical prosthesis. No further information is available at this time.